Event description:
Unable to deploy: considering the concern of paraplegia due to the length of treatment, tevar was planned to be performed in two planned stages. For the first stage, a relay plus ((B)(6)) was implanted on (B)(6) 2023. Tevar was then additionally performed for the remaining descending aortic aneurysm this time. Based on the protocol, the delivery system was advanced without a sheath via left approach, and the inner sheath was advanced by rotating the deployment grip when the delivery system tip passed through the implanted relay plus. Once advanced to the proximal desired deployment position, the inner sheath was fully deployed from the outer sheath using a reverse technique with the disengagement button on the deployment grip pressed. After that, the controller was turned to the "2" position to deploy the stent-graft from the inner by rotating the deployment grip. The black apex holder knob was then rotated 90 degrees to slide it towards the distal side, but high resistance was felt, and the black apex holder knob could not be fully slide down. Dr. Yoshioka attempted to pull the black apex holder knob to release the stent-graft, but it was too difficult to do so. When dr. Yoshitaka, an assistant physician, pulled the black apex holder knob towards the distal side with all his might, the stent-graft was fully released. Physician's comments: in the past, the physician experienced some defects, such as a relay pro shipped with a broken flash port and a treo where imaging was impossible from a sheath. The physician wonders whether there is a problem with quality control at bolton. Other manufactures' stent-grafts do not have defects this much. The physician also wonders whether such a defect occur at other hospitals. Since mis-labeling occurred in the past, the physician still concerns about the quality of the product. In the past, there was also a similar defect with a relay pro that it was too difficult to pull the black apex holder knob. Operation type: additional tevar for descending aortic aneurysm blood loss: amount unknown no image available pre-case plan will be available no additional information available (tc#(B)(4)) patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Unable to deploy: considering the concern of paraplegia due to the length of treatment, tevar was planned to be performed in two planned stages. For the first stage, a relay plus (28m342250382590u, 2207220038) was implanted on (B)(6) 2023. Tevar was then additionally performed for the remaining descending aortic aneurysm this time. Based on the protocol, the delivery system was advanced without a sheath via left approach, and the inner sheath was advanced by rotating the deployment grip when the delivery system tip passed through the implanted relay plus. Once advanced to the proximal desired deployment position, the inner sheath was fully deployed from the outer sheath using a reverse technique with the disengagement button on the deployment grip pressed. After that, the controller was turned to the "2" position to deploy the stent-graft from the inner by rotating the deployment grip. The black apex holder knob was then rotated 90 degrees to slide it towards the distal side, but high resistance was felt, and the black apex holder knob could not be fully slide down. Dr. (B)(6) attempted to pull the black apex holder knob to release the stent-graft, but it was too difficult to do so. When dr. (B)(6), an assistant physician, pulled the black apex holder knob towards the distal side with all his might, the stent-graft was fully released. Physician's comments: in the past, the physician experienced some defects, such as a relay pro shipped with a broken flash port and a treo where imaging was impossible from a sheath. The physician wonders whether there is a problem with quality control at bolton. Other manufactures' stent-grafts do not have defects this much. The physician also wonders whether such a defect occur at other hospitals. Since mis-labeling occurred in the past, the physician still concerns about the quality of the product. In the past, there was also a similar defect with a relay pro that it was too difficult to pull the black apex holder knob. Operation type: additional tevar for descending aortic aneurysm. Blood loss: amount unknown. No image available. Pre-case plan will be available. No additional information available. ((B)(4)). Patient outcome - "no health damage to the patient."